Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was sticking closed. A field service engineer (fse) found that pocket 6 in the enhanced full-height cubie drawer would not open, and a replacement pocket exhibited the same behavior. The fse reseated the connections and cleaned the drawer. Further inspection revealed debris and foil shards inside the drawer. The fse cleaned the drawer thoroughly, removed the debris and foil fragments, and reseated the row-board connections. The drawer tested correctly in diagnostics and in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer was sticking closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.